Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Event description:
Approximately six and a half months after the implantation, the patient was admitted to the hospital with a two day history of melena. Gastroscopy confirmed gastric stress ulcers. The patient was treated with one unit of packed cells, started on ranitidine and discharged home two days later. The gastric ulcers were reported to have been related to the patient's therapeutic need for aspirin. Investigation is ongoing.

Manufacturer narrative:
The hvad® pump remains implanted in the patient and is not available for return to the manufacturer for analysis. Gastrointestinal bleeding (gi) is a known potential complication associated with patient implanted with a ventricular assist device. Antiplatelet medications may have been a contributing factor. There is no evidence to suggest that a device malfunction caused or contributed to the event. No additional information will be forthcoming.